Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1 .6mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that fluid was building up at the pump pocket site. The fluid buildup appeared 2 days after a refill. The refill was on (B)(6) 2017 and the reservoir volume was checked on (B)(6) 2017 and they had pulled out what was expected. The healthcare provider was not sure what the fluid is. A revision was being done to try to determine if there was an issue with the catheter and/or determine where the fluid was coming from. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 8780 serial# (B)(4) implanted: (B)(6) 2013 product type catheter a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 and it was reported that the cause of the fluid buildup was identified. Part of the catheter was on top of the pump and must have been sliced during a pump refill procedure. The affected part of the catheter was removed and a new pump section was connected. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional who stated that the report about the catheter being on top of the pump and being sliced during a pump refill procedure was not true. The physician confirmed that this never happened.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.